Event description:
Caller reported that a pump malfunction occurred after it got wet. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to use multiple daily injections as a backup therapy and was sent a replacement pump with updated software. Instructions for storage, shipping, and usage of the replacement were provided and acknowledged by the caller.